Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Information from the field stated that the pressurewire was used with a 5f guiding catheter. The pressurewire instructions for use (IFU) artmt600046767 ver. A, directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined, however, abbott is continuing to monitor the signal loss issue.

Event description:
During the procedure, the device became stuck in a lesion and a microcatheter was used to release the stuck tip. The device was used to evaluate a moderate stenosis with severe calcification in lad. A 5f catheter was used with the device. The device was calibrated and equalized normally. The guide wire did not advance smoothly and there was some difficulty advancing the device into the lesion. The device was manipulated with a torque device to advance, but the pressure waveform disappeared. The device was attempted to be removed from the patient anatomy, but the tip of the device got trapped in the calcification. A microcatheter was used to release the trapped tip of the device and the device was removed from the patient with no adverse patient consequences. There was no physical damage to the device. A non-abbott ffr device was used to complete the procedure.